Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the hospital with chest pain and dyspnea but was subsequently sent home. A week later the patient was hospitalized and x-ray imaging revealed right ventricular (rv) lead perforation and pericardial effusion resulting in cardiac tamponade. Rv lead repositioning was attempted but was not successful. The rv lead was explanted and replaced to resolve the event. Further intervention was not required to repair the perforation. The patient was in stable condition.